Event description:
--

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
Subsequently, it was reported that the patient passed away; the patient's physician reported to a boston scientific field representative that the death was not due to cardiac issues. The representative reported that a post-mortem device check was not requested, and it was believed that the device and lead were not explanted following the patient's death. The representative confirmed that there were no allegations or suspicions that the device or lead caused or contributed to the septicemia or the patient's death. This report will be updated if additional information is received.

Event description:
Boston scientific received information that the patient with this device had been admitted to a hospital with a diagnosis of septicemia and subsequently went asystolic. A device interrogation showed evidence of high out-of-range pace impedances over the (B)(6) for the associated right ventricular (rv) lead, and rv capture could not be obtained. It was reported that the patient had been non-compliant, and had not been seen clinically for (B)(6).